Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a tear in the insulation at the neck region of the lead which was thought to have been induced during the explant procedure. The lead passed a resistance test which confirmed it was electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities or identify any lead characteristics that would have caused or contributed to the reported clinical observations.